Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Date of event: unknown. Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for a nephrostomy procedure. It was noted that the device is "leaking more and more and even loses contact with the drainage bag now and then." Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
Additional information was provided on 27apr2020 indicating the leaked at the connector and the nurse was able to fix the leaking.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon receiving additional information and further investigation, this event is not reportable. There is no information confirming device malfunction or serious injury. The leak was between the device and drainage bag because they were not fully connected. The nurse was able to fix the leaking by pushing the two together. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is considered not reportable.

Event description:
The device is an unspecified 8.5 fr mac loc drainage catheter. Information provided on 30jun2020 clarified that the connecting bag was not pushed into the catheter enough and the issue was resolved by the nurse. There was no malfunction of the catheter.